Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding crea cartridges that yielded discrepant creatinine results on a pt. Method: I-stat; result: 2.3; time: unk. Whole blood, finger stick. Method: I-stat; result: 1.0; time: unk. Whole blood finger stick. The crea cartridge lot not provided by customer, customer does not want to provide info. Customer only wanted to get info on what may have caused the discrepant result. Abbott point of care referred the customer to current labeling. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).